Event description:
It was reported that a bd microfine pen needle tear drop label did not match box label. Found before use. The following information was provided by the initial reporter, translated from chinese to english. Lot#9015911,invalid in product grid. Verbatim: local rcc received assistant investigation request from the local authority. Need manufactory help to identify the authenticity of the suspicious product and provide the investigation letter.

Manufacturer narrative:
H.6. Investigation summary: one 31g x 5mm pen needle carton along with seven sealed pen needles in a sealed bag were returned from lot. No. 9015911, cat. No. 320632. A review of the lot number and cat number has confirmed that the pen needles were not manufactured in bd dl. This complaint involves a product that is believed to be counterfeit. H3 other text : see section h.10.

Event description:
It was reported that a bd microfine pen needle tear drop label did not match box label. Found before use. The following information was provided by the initial reporter, translated from chinese to english. Lot#9015911,invalid in product grid verbatim: local rcc received assistant investigation request from the local authority. Need manufactory help to identify the authenticity of the suspicious product and provide the investigation letter.

Manufacturer narrative:
The following information has been corrected: g.4. Date received by manufacturer: 2020-01-16. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd microfine pen needle tear drop label did not match box label. Found before use. The following information was provided by the initial reporter, translated from (B)(6) to english. Lot#: 9015911, invalid in product grid. Verbatim: local rcc received assistant investigation request from the local authority. Need manufactory help to identify the authenticity of the suspicious product and provide the investigation letter.